Manufacturer narrative:
Device evaluation: the returned patient therapy controller was subjected to internal and external visual examination, functional and electrical testing. The evaluation determined that the issue was likely due to battery depletion, leading to the device being reset. Corrected g8 per request of FDA, dated 10/sep/2020. Internal complaint number: (B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) was reconfigured during an appointment. After the reconfiguration was complete, the ptc displayed a message indicating that the device must be configured before use multiple times over a three week period. There were no patient effects reported.